Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of unknown drug in an implantable infusion pump for non-malignant pain. The hcp was not able to fill the pump the on (B)(6) 2015, the reporter did not know the cause. The manufacturer representative was asked to aid the pump refill today. Additional information was requested from the hcp regarding any troubleshooting/actions/interventions required, the cause of the inability to refill the pump, and if the issue resolved.